Manufacturer narrative:
Qn# (B)(4). For related event see MDR # 3010532612-2018-00359 and tc # (B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is confirmed. A broken central lumen was noted on the returned device during the complaint investigation. A break in the central lumen can result in a helium leak through lumen crossover. The root cause of the broken central lumen is undetermined. A suspected cause is improper handling during preparation and insertion of the iab. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. An in-service will be performed to reiterate the IFU to the customer.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted into the left axilla of the patient. Counterpulsation balloon with 24 hours of insertion, when reviewing, bleeding is evident in the insufflation lines. As a result, the iab was removed. This happened twice with two iabs. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
Qn# (B)(4). For related event see MDR #3010532612-2018-00359 and tc #(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted into the left axilla of the patient. Counterpulsation balloon with 24 hours of insertion, when reviewing, bleeding is evident in the insufflation lines. As a result, the iab was removed. This happened twice with two iabs. There was no report of patient complication or serious injury and death.